Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had pain at the ipg site. Surgical intervention took place in which the ipg was explanted and replaced and the pocket was relocated to address the issue. Additional information found the pain has resolved.